Event description:
It was reported the patient was recovering from a leadless pacemaker implant. The following day after implant, pacing failure was observed on the lp. An x-ray was completed to reveal the lp had dislodged and migrated to the pulmonary artery. The lp was retrieved successfully and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of dislodgement and failure to capture were not confirmed. Visual inspection found no anomaly on the helix and helix length was within specification. Further analysis performed, including output verification found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.